Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient's blood glucose levels rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. Skin irritation at the infusion site (leg) caused itching, which compromised the pod adhesive adherence and led to pod detachment, causing the pod cannula to dislodge. After the pod detached, the skin appeared red and inflamed so they used a steroid cream that they were prescribed previously by their doctor. As treatment, the pod was discarded and a new pod was applied.